Manufacturer narrative:
An ipg relocation was reported to abbott. It was initially reported that the patient's ipg was inoperable, but this was found to be incorrect. The patient was experiencing pain at the ipg site. The physician opted to replace it with a smaller ipg, and the issue was resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgery occurred to explant and replace, and also relocate, the ipg, which resolved the issue.